Event description:
It was reported that during the implant and placement of the extravascular (ev) lead, diminished r-waves were observed. On the first placement, the lead rotated, requiring an additional attempt. Four subsequent placement attempts were made, each time small r-waves were noted. Air in the pocket was observed during fluoroscopy, which may have interfered with the electrical measurements on the lead. The lead implant attempt was abandoned and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 serial# (B)(6) implanted: (B)(6) 2025 product ID eaz101 lot# 102415524 product ID eaz201 lot# 102518524 product ID sscl9 lot# s9197615. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.